Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2012. Customer's blood glucose levels at the time of hospitalization 31mg/dl. The customer reported that they were unresponsive and the ambulance was called and the paramedic was unable to raise the blood glucose levels so the customer was transported to the hospital. Customer's blood glucose level at the time of the call 278mg/dl. The customer also reported that the insulin pump was exposed to moisture and the pump fogs up. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit was communicated properly with minilink transmitter sensor. No expected lost sensor alarm or weak signal alarm noted. Unit had cracked lcd window, cracked display window corner and missing end cap sticker. Unable to verify moisture damage due to pump is being held for dva.